Event description:
Attorney alleges the unit failed to turn resulting in a fall.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.